Manufacturer narrative:
(B)(4): as the serial number is unknown, the device history review and the service history review will not be performed. The device was not returned therefore no evaluation will be performed. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. Follow up information will be submitted as it becomes available.

Manufacturer narrative:
(B)(4). Based on available information the assignable cause for the reported patient death was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
On (B)(6) 2011, the patient's family contacted baxter japan customer service center and stated that the patient had died. Cause of death and causality were not reported. There was no allegation of device malfunction. Follow up information was received from the physician and nurse on (B)(6) 2011. They reported that on (B)(6) 2010, the patient began extraneal therapy. On (B)(6) 2011, the patient began dianeal-n pd4 2.5% therapy. The patient died on (B)(6) 2011. After the patient died, peritoneal dialysis (pd) therapy was discontinued. Per the physician, this event was not related to the pd therapy.